Event description:
It was reported that the pt was complaining of pain. Also, metal ions are high. Pt supposed to be getting a revision.

Manufacturer narrative:
The pt is (B)(6) tall. At the time, the pt was unable to identify the device implanted, however believes them to be either rejuvenate or abg ii. Additional info will be requested and if received, will be provided in a supplemental report.